Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided for alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.